Manufacturer narrative:
This device was used for treatment not diagnosis. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records could not be completed due to the age of the device. As received, one of the tips of the device was broken off and the missing piece was not returned. The fracture surface was homogenous, which indicates material uniformity; there were no indications of material irregularities. The remaining tip was worn from use and the teeth had small dings on them. The forceps opened and closed easily, and the locking mechanism held and released as designed. Based on the condition of the device, it has seen extensive use. There are no indications of either manufacturing or design related issues. The fracture surface was uniform and consistent with an over-stress situation. The specific conditions of the case in which this instrument broke are not known, but the failure is consistent with the device being subjected to extremely high load which caused the tip to break. That, coupled with the age and apparent use history, support the conclusion that the design is acceptable and there are no manufacturing related issues.

Event description:
It was reported that during a mandible fracture case, the surgeon was reducing the mandible and the tip of the instrument broke off into the wound. The surgeon retrieved the fragment and completed the procedure with another forceps with no further problem.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for (B)(4).